Manufacturer narrative:
The main product was changed from the meter to the pump. Rather then seeing a "future" bolus, the customer saw an historical record of an unintended bolus programmed at the pump.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleged that there is a bolus programmed for the future in meter. Caller reported the issue has occurred before. Caller stated she checked the patient's log book at 8 pm and noticed that a correction bolus of 5 units was recorded at 10:44 pm the same evening; the pump was then disconnected from the patient as a precaution. The pump did not deliver the bolus. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.